Event description:
It was reported that via a thoracic clinical trial procedure the patient experienced chylothorax. The relationship with the study device and procedure is possible. The patient was treated with drug therapy and a fat restricted diet.

Manufacturer narrative:
(B)(4). Batch #: v95p50. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the exact procedure performed?. What were the indications for the procedure?. Was the device used on the lymphatic system?. Is there an alleged deficiency of the device? If yes, why does the surgeon believe the alleged deficiency caused or contributed to the chylothorax? Can details of the drug therapy be provided? If yes, please provide details. What is the patient's current status?. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2022 b1, b2.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. Additional information was requested and the following was obtained: country is japan. Procedure was lung resection. Indication was lung carcinoma. Use on lymphatic system - unknown, will need to follow up. Patient completed the clinical trial on (B)(6) 2022. Drug therapy is not currently reported in the case report form. Per email from the study team in japan, the pi stated the device functioned as expected, however, since the cause of the chylothorax could not be determined, a relationship with enseal could not be completely ruled out. Is there an alleged deficiency of the device? Per investigator, device functioned as expected. Pi determined that since the cause of the chylothorax could not be determined, a relationship with enseal could not be completely ruled out. Pi determined that since the cause of the chylothorax could not be determined, relationship with enseal could not be completely ruled out. Can details of the drug therapy be provided? Picibanil was administrated on 18th april. What is the patient's current status? The patient completed the study.